Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Country of complaint: colombia. Needle detached from thread.

Manufacturer narrative:
Received samples: no samples of the batch of complaint were received. Preliminary analysis: stock review: once the stock of this batch in warehouse was reviewed, it was verified that currently there are not units of this batch number imported/manufactured units: it was made the lot tracing and it was verified that it were manufactured (B)(4) units of this batch number. Distributed quantity: all units of the batch were distributed to 10 customers, whom are located in cities like: (B)(6). Background: it was checked the complaints database and it was verify that to the date, there aren't additional reports of incidents related to this cause and batch number. Batch record: : the documentation of the batch was reviewed and there weren't found records of deviations, either alterations during process. Results for batch release: the results in batch release specifications, in resistance to attachment, met the requirements for this type of suture; sample analysis: as long as it was not received any sample and there aren't available units in warehouse, it is not possible to carry out an investigation which defines the root cause of this incident. Conclusions: the complaint is classified as "not evaluable", since there aren't available samples for investigation, it is not possible to reach an accurate conclusion on the occurred incident. Please take into account that in order to carry out an appropriate assessment to complaints, it is necessary to attach the sample of complaint, if it's possible at least 5 units of the same batch in closed package, in order to proceed with the established usp tests. Actions: no corrective or preventive action are taken on this complaint, since it was not possible to determine the root cause of non-compliance. The results obtained in batch release are conform with the specifications.